Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured triathlon tibial insert trial was reported. The event was not confirmed. There is no indication that the event was related to patient factors. Conclusions: the event could not be confirmed nor the root cause of the reported trial fracture determined due to the minimal information received.

Event description:
It is reported by nurse of the hospital, that the tibia insert trial broke during a medical procedure. A replacement was available to complete the surgery successfully.

Event description:
It is reported by nurse of the hospital, that the tibia insert trial broke during a medical procedure. A replacement was available to complete the surgery successfully.